Event description:
It was reported that caller did not see drops of insulin at end of tubing during fill tubing step of load sequence, even after using room temperature insulin, not reusing cartridge, removing air bubbles with fill rod, and attempting to continue filling tubing as instructed. There was no adverse impact to the customer's blood glucose level. Caller was instructed to disconnect tubing at t:lock and fill tubing, and when drops still were not seen, caller filled and loaded new cartridge, after which drops of insulin appeared and issue was resolved, with technical support assisting caller in completing load process and resuming insulin delivery.